Event description:
The customer contacted product surveillance regarding an allegation of the "sterile cover on the connector" being "disconnected" while still "in the wrapper", product number 5c4482. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available. The baxter clinical educator has the sample and will hold for evaluation.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received. The complaint was confirmed in the lab as a separated protective cap, discovered before set use. The assignable cause was undetermined. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.